Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: ¿ silicone migration: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device.

Event description:
Healthcare professional reported ¿bilateral axillary siliconomas¿ via ultrasound. Device has been explanted and replaced with non-allergan brand. This record relates to the right side.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified: granuloma : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration.

Event description:
Healthcare professional reported "axillary siliconomas¿ via ultrasound. This record relates to the right side. Device has been explanted and replaced with non-allergan brand.